Event description:
A malfunction alarm labeled as alarm 20 was reported during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reverted to using multiple daily injections as a backup for insulin delivery.